Event description:
Contacted regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The elevated accu tnl result was 0.52ng/ml. The result was not reported out of the lab. The customer retested the pt's sample for accu tnl. The results was 0.05ng/ml the result was reported out of the lab. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.